Manufacturer narrative:
According to the customer, after intubation of a patient the circuit was "extended" and it was noted that there was a "mfg defect (holes)", which caused a "circuit leak and impaired ventilation". The customer reported that there was no injury as a result of the reported product problem, and there was no follow-up care, medical, and/or surgical intervention or treatment required. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after intubation of a patient the circuit was "extended" and it was noted that there was a "mfg defect (holes)", which caused a "circuit leak and impaired ventilation".